Event description:
It was reported that on (B)(6) 2013, the patient was admitted to facility with no inr results reported. On (B)(6) 2013, the patient was started on diflucan. On (B)(6) 2013, the patient's inratio inr results were 1.4 and the over the following three days, the patient was given a total of 22.5 mg of coumadin. On (B)(6) 2013, the patient developed epistaxis. There was no reported inr result; however, the patient's coumadin was withheld. On (B)(6) 2013, the inratio inr result was 3.1. On (B)(6) 2013, the inratio inr result was 1.4. The same day, the patient was hospitalized with hemoptysis and a laboratory inr of 11.3. There was no information provided on the patient's treatment. The therapeutic range was reported as 2.0-3.0 for the patient. Additionally, it was reported that the patient has severe edema and yeast on the skin and that the sample may have contained additional fluids. The strips and meter were left in the car for about an hour in -30 f wind chill and that the lancets may not be sticking the finger deep enough. There was no additional information provided.

Manufacturer narrative:
Investigation pending.